Event description:
The home patient (hp) contacted (B)(6) to report water on the floor during use of a homechoice (hc) machine during prime. The technical service representative (tsr) advised the hp to start over using new supplies and contact the peritoneal dialysis registered nurse (pd rn). There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance spoke with the hp who confirmed the leak actually occurred "at the cassette". The hp advised that everything was fine. There was no injury or reported symptoms as a result of this incident. The hp advised that she has been continuing her therapy and using her supplies with no similar issues.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found during prime. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed with exception issues noted during the manufacturing process for kinks walls not touching. Quality re-inspection was acceptable. Root cause was personnel. Personnel was re-instructed.